Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Initial reporter: getinge service technician. E1i event site telephone: (B)(6). H3 other text: device not returned to manufacturer.

Event description:
On (B)(6), 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated, upon the preventive maintenance activities being performed on the device, the keypad membrane was found to be peeling off. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The correction of d4 catalog # deems required. This is based on the internal evaluation. Previous d4 catalog # ard568411010c. Corrected d4 catalog # ard568370931/ard568350931. Getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated, upon the preventive maintenance activities being performed on the device, the keypad membrane was found to be peeling off. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification due to a damaged keypad membrane, resulting in missing particles, which contributed to the event. Based on information gathered during the investigation, it was not possible to establish whether the device was or was not used for patient treatment upon event occurrence. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of keypad membrane damaged on powerled and hled surgical lights, there is no event which led to the serious injury. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio is low for damaged keypad membrane. As stated by the subject matter expert at manufacturing site concluded that the keypad peeling off is a normal wear at this location. In the chapter daily inspections before use the user manual (powerled¿s IFU 01581 rev. 9, pages 20-22) mentions to check that the keypad is in good condition. As soon as a default is noticed on the keypad membrane, its replacement must be performed. The film protection is available as spare part. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.